Event description:
Intra-aoric balloon leaked blood in catheter membrane immediately clamped, md notified. Balloon removed. A partial iab was received for evaluation with the membrane completely unfolded and extracorporeal tubing was missing from the device. Blood was visible on the exterior and within the membrane and catheter tubing. The laboratory leak test was performed on the membrane and a penetration was detected. The penetration was located 6.0" from the distal tip of the iab and was observed to be smooth edged and seen within a whitish abrasion patch. The penetration measured .020" in length and the abrasion patch measured approximately .020" in length and the abrasion patch measured approximately .200" in length. The microscopic appearance of the penetration and of the abraded area is typical of those caused by repeated contact with calcified plaque during the intra-aortic balloon pumping.